Manufacturer narrative:
(B)(4). Correction: although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on (B)(6) 2016, further investigation was unable to relate this event to the field action issue. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The investigation concluded that definitive cause for the reported event could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Abbott vascular has made the decision to initiate a voluntary field action for the mitra clip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty deploying the clip, which required intervention to deploy the clip. It was reported that during an unspecified mitraclip procedure, while turning the actuator knob, more resistance was felt than normal. The clip became stuck during deployment. Clamps were used to turn the actuator knob and the clip was deployed successfully. No additional information was reported.